Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter: legal.

Event description:
Medical records received. After review of medical records, there were no revision notes provided and it was noted that the patient is unrevised. A visit to the clinic on (B)(6) 2014 indicates that the patient has intermittent, unpredictable, bilateral hip pain and experiences lower extremity paresthesias presumably due to spinal stenosis. Patient was noted to have very low oxygen levels and is a candidate for home oxygen therapy. Physician suspects that the symptoms are likely due to metal wear debris and metallosis. Patient is ambulatory but uses a cane intermittently. Doi: (B)(6) 2008; dor: unrevised (right hip).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision depuy synthesof 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot null device history batch null device history review null if information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.